Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported she was undergoing radiation for breast cancer and had very irritated skin over her breast. Patient reported that the lifevest was making the irritation worse. The patient's physician prescribed hydrocortisone and silvadene creams for the irritation. The medical outcome of the patient's irritation is unknown.